Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. The international affiliate was contacted and information on reprocessing of the devices was requested. No response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing. The tubing sets were being used to deliver unspecified medications, at unspecified rates, via gemstar pumps. After unspecified lengths of time in use, it was reported that unspecified volumes of air were noted at unspecified locations in the tubings. No reports of air being delivered to the patients. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects and no reported delays of therapy critical to these patients. No medical interventions were required. Though requested, no additional information was provided.